Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was was not able to be used; however, the device was functioning properly. It was determined that the momentary squeeze (ms) pump was flipped inside the scrotum and unable to be accessed. Surgical intervention was required to reposition the pump and was able to be accessed. No patient complications were reported.